Event description:
The customer's blood glucose was unknown. It was reported that the customer received four motor error alarms while changing the infusion set. The customer stated that she was eventually able to replace her infusion set successfully. The customer stated that the insulin pump was working at the time of the call. The customer's insulin pump was returned for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners and missing end cap sticker noted.